Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this programmer was thoroughly inspected and analyzed. The programmer was confirmed to exhibit a product performance issue. The programmer was opened in order to assess the internal components. Detailed inspection identified an internal electrical component that had overheated which caused the black screen on power up. Following repair of the unit, this programmer operated as expected. The device manufacture date for this product is february 13, 2006.

Event description:
Boston scientific received information that this programmer powers on but displays a black screen. The programmer was returned for analysis. No adverse patient effects were reported.